Manufacturer narrative:
Continued from section e3 occupation: non-healthcare professional. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During our evaluation of the device a kink was found near the base of the handle. The kink appeared to have an accordion-like appearance. A second kink in the device was found near the distal end of the snare wire. The kink was located at 235.6 cm from the base of the handle and was where the snare wire and the crimped snare head cannula meet. When the device was advanced and retracted, resistance was encountered. The resistance felt most likely resulted from the kinks in the sheath near the base of the handle. When the snare wire was advanced outside the distal end of the sheath, it was noticed that the snare head appeared misshapened and the nose of the snare head was no longer recognizable. The most likely cause of the misshapened snare head was a result of using the device to remove a plastic stent. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the user indicated the device was used to retrieve a plastic stent. This device is not intended to be used for removal of plastic stents. The intended use in the instructions for use (IFU) states: "this device is used with an electrosurgical unit for endoscopic polypectomy." The retrieval of the plastic stent is the most likely cause for the "plastic part becoming twisted" from the base of the handle, therefore causing the snare not to close properly and being stiff. The instructions for use also states: "do not use this device for any purpose other than the stated intended use." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was used to retrieve a plastic stent [abnormal use], a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic stent removal procedure [abnormal use], the physician used a cook acusnare polypectomy snare. The customer had problems with using the acusnare polypectomy snare. It did not close properly and was stiff. After removing the snare from the endoscope the customer noticed that the plastic part was "twisted" from the bottom of the handle. The following additional information was received on (B)(6) 2018: at first the snare worked normally, but then the snare was no longer closed properly. The handle felt stiff but went to the bottom [full handle actuation], but the snare remained open [unable to close snare head]. After a few openings and closings, the snare closed and we removed the snare from the endoscope. The plastic part of the snare is twisted at the base of the handle. During the operation the endoscope was in the normal position. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued from occupation: non-healthcare professional investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the user indicated the device was used to retrieve a plastic stent. This device is not intended to be used for removal of plastic stents. The intended use in the instructions for use (IFU) states: "this device is used with an electrosurgical unit for endoscopic polypectomy." The retrieval of the plastic stent is the most likely cause for the "plastic part becoming twisted" from the base of the handle, therefore causing the snare not to close properly and being stiff. The instructions for use also states: "do not use this device for any purpose other than the stated intended use." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was used to retrieve a plastic stent [abnormal use], a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic stent removal procedure [abnormal use], the physician used a cook acusnare polypectomy snare. The customer had problems with using the acusnare polypectomy snare. It did not close properly and was stiff. After removing the snare from the endoscope the customer noticed that the plastic part was "twisted" from the bottom of the handle. The following additional information was received on (B)(6) 2018: at first the snare worked normally, but then the snare was no longer closed properly. The handle felt stiff but went to the bottom [full handle actuation], but the snare remained open [unable to close snare head]. After a few openings and closings, the snare closed and we removed the snare from the endoscope. The plastic part of the snare is twisted at the base of the handle. During the operation the endoscope was in the normal position. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.